Manufacturer narrative:
The reported events of no output and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported, the patient presented in clinic due to feeling unwell. An attempt was made to interrogate the device, however, was unsuccessful. It was suspected the patient was feeling unwell due to a lack of therapy from the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.